Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that there were multiple attempts that were made to insert the pump, due to the patient¿s anatomy as visualized under fluoroscopy, insertion was unsuccessful. The procedure was aborted because of patient anatomy, with no concerns related to the pump itself. Patient went on to receive an axillary intra-aortic balloon pump (iabp).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no product was returned. Unable to deliver or advance: the cause of the deliver issue was determined to be patient condition as the patient had difficult anatomy and tortuosity preventing successful delivery of impella. Device history review: device (sn: (B)(6)) passed all post sterile inspection checks.